Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 417 mg/dl at the time of incident and the other blood glucose level was 500 mg/dl. Customer experienced symptoms such as irritable and tired. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they feels pretty sure that her insulin pump was not working. Customer stated that they alleging insulin pump for under delivery. The customer stated that the drive support cap was normal. Customer stated that the different type of high blood glucose value over the month was 494 mg/dl, 457 mg/dl, 421 mg/dl, 347 mg/dl, 189 mg/dl, 498 mg/d 486 mg/dl, 550 mg/dl, 511 mg/dl, 452 mg/dl, 484 mg/dl, 388 mg/dl, 552 mg/dl, 496 mg/dl, 389 mg/dl, 453 mg/dl, 412 mg/dl, 497 mg/dl, 547 mg/dl, 459 mg/dl, 437 mg/dl, 480 mg/dl, 482 mg/dl, 406 mg/dl, 436 mg/dl, 429 mg/dl 557 mg/dl 415 mg/dl and 521 mg/dl. The insulin pump and reservoir will not be returned for analysis.